Manufacturer narrative:
Qn #(B)(4). The customer returned one unit 001204 horizon ti small 25 pouches with 24 clips for investigation. The sample was returned partially opened in its original packaging. The sample was examined with and without magnification. Upon visual examination, there was no evidence of the sterile barrier seal on the part of the packaging that was opened. A non-conformance has been opened to further investigate this issue. The root cause of this complaint is manufacturing related. A non-conformance has been opened to further investigate this issue. The root cause of this complaint is manufacturing related. The reported complaint of "incomplete seal - sterility compromised" was confirmed based upon the sample received. The sample was returned partially opened in its original packaging. Upon visual examination, there was no evidence of the sterile barrier seal on the part of the packaging that was opened. A non-conformance has been opened to further investigate this issue. The root cause of this complaint is manufacturing related.

Event description:
On (B)(6) 2021, the inner package was found not sealed completely, and the customer has concern on the sterility prior to the patient by the nurse head.

Manufacturer narrative:
(B)(4). The device history review for the product horizon ti small 25 pouches with 24 clip lot# 73e1900400 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
On (B)(6) 2021, the inner package was found not sealed completely, and the customer has concern on the sterility prior to the patient by the nurse head.